Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received no delivery alarms. It was reported that the customer received the alarms during the priming process or were unexplained. It was also reported that the pump rejected new batteries. Customer declined to provide their blood glucose level at the time of the incident. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.